Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. The analyst commented that there were no anomalies observed regarding the returned lead proximal segment. All electrical testing was within specified parameters. The full lead was not returned. (B)(4).

Event description:
It was reported that the patient complained of pain since the device was implanted and requested to have it explanted. The implantable pulse generator (ipg) and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.